Manufacturer narrative:
This report is submitted on jul 3, 2020.

Event description:
Per the clinic, the patient experienced skin irritation which was successfully treated with oral and topical antibiotics.